Event description:
It was reported that during a lead extraction procedure, an injury to the superior vena cava (svc) occurred. Reportedly, the glidelight device was being advanced down the first lead when the tear to the lateral svc was identified. A bridge occlusion device was deployed, which allowed the surgeon adequate time to repair the injury. The remaining leads were successfully with hybrid trans-atrial technique. The patient outcome was good.